Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was in drain 4 of 4 (drain volume unknown) when the cycler messaged with an "m31 air detected in cassette" alarm. Treatment was cancelled and when the patient contact removed the cassette there was fluid leaking from within the cassette door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Event description:
A peritoneal dialysis (pd) patient contact reported the pd patient was in drain 4 of 4 (drain volume unknown) when the cycler messaged with an "m31 air detected in cassette" alarm. Treatment was cancelled and when the patient contact removed the cassette there was fluid leaking from within the cassette door. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was not required to come into the clinic, no prophylactic medication was provided and she did not require any medical intervention or additional treatment as a result of the reported fluid leak. The patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue.

Manufacturer narrative:
The cycler was returned for investigation. A visual inspection of the returned cycler exterior showed no sign of physical damage. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. During drain 4, the patient line was clamped and, as expected, a dc (drain complication encountered) support warning occurred after 29 minutes. Passed mushroom head check. Test positive for glucose. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.